Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2013; 6947m, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported by remote transmission the threshold has increased on the left ventricular (lv) lead. The lead is still in use. No patient complications were reported as a result of this event.